Manufacturer narrative:
The review of provided data confirmed the reported issue, the battery status is not visible. Investigation of the data did permit to establish a possible root cause: necessary data inputs are not available at the time of report generation, either due to data provisioning issues or system limitations in accessing real-time data regarding this case, data are available in the .idf files, however, a programmer is necessary to view the details. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, what does "the subreport 'battery' could not be found at the" in the attached rms report (kora250) indicate? What could be the reason for this indication? It is our understanding that this field originally indicates the battery status (battery life). In the previous month's transmission of this report, it appears to have been "<12 months (yellow)". What do these messages tell you about the activation of the pacemaker? From the attached rms report and last month's transmission report, there were no significant initial findings. However, the battery life is less than 12 months and any problems must be addressed as soon as possible.

Event description:
Reportedly, what does "the subreport 'battery' could not be found at the" in the attached rms report (kora250) indicate? What could be the reason for this indication? It is our understanding that this field originally indicates the battery status (battery life). In the previous month's transmission of this report, it appears to have been "<12 months (yellow)". What do these messages tell you about the activation of the pacemaker? From the attached rms report and last month's transmission report, there were no significant initial findings. However, the battery life is less than 12 months and any problems must be addressed as soon as possible.